Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and a drop in sensing amplitude. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.